Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue. A complaint lot history check was performed on lot # 1018848 for difficult/unable to operate (insulin did not come out). This is the 1st related complaint for difficult/unable to operate (insulin did not come out) on lot # 1018848. Samples returned - customer returned two 0.5ml syringes with no other identification. Visual inspection found that both of the needles had been bent at their bases. This damage may have occurred if stresses were accidentally placed across the needles during use. Water was drawn up into the syringes without issue and could likewise be pushed out without issue. While the needles were bent, the syringes were found to function without issue. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 syringe 0.5ml 31ga 8mm was unable or inject insulin. The following information was provided by the initial reporter :   it was reported by the consumer that the needle bent after it was taken out of the vial and the insulin would not come out of the needle.